Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module board was replaced to address a "service required" alarm condition. After further evaluation by the manufacturer's service center, the device's interface board was also replaced to address this issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue.